Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for misfire and fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10120 vascular stent graft allegedly experienced a misfire and a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old weighing (B)(6) kgs. The patient¿s sex was not provided.

Manufacturer narrative:
H10: after further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 9681442 . This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. H10: g4 (PMA/510k). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10120 vascular stent graft allegedly experienced a misfire and a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 79-year-old weighing 90 kgs. The patient¿s sex was not provided.